Event description:
It was reported that the user could not remove the insulin cartridge from the ilet during a routine supply change using a 23-inch, 6 mm infusion set, and troubleshooting was completed over the phone until the user¿s caregiver assisted and completed the change; no device alerts or alarms were reported and the reported blood glucose was 122 mg/dl. Customer care provided support that included guided troubleshooting and user education. Investigation of this case revealed difficulty removing the cartridge consistent with user handling during cartridge change, with no functional device failure observed and no component malfunction reported. No adverse clinical symptoms reported during the event. Outcomes included successful completion of the supply change at home without medical intervention or hospitalization. It was concluded, based on similar reports, that the cause was user handling.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.